Event description:
Patient presented with a right carotid stenosis > 95% and a right m1 occlusion. Patient' left ica was fully occluded. The physician then placed a base camp guide sheath proximal to carotid stenosis. The patient was heparinized and a carotid stent was deployed. The physician then used tenzing 8 and hipoint 88 to cross the stent. While advancing tenzing 8 to the m1, the tenzing 8 got caught on a striate. A guide wire was subsequently used to try to redirect the tenzing 8 and it similarly got caught. After multiple attempts the physician was able to advance the guidewire and tenzing 8 / hipoint 88 past the striate. A subsequent angiogram showed a hemorrhage in the location of the striate vessel. The physician used a scepter balloon and administered protomine to control the hemorrhage. Patient condition and additional treatment is unknown. Devices were not returned for investigation. No indications of device malfunction. Unclear whether tenzing 8 or guidewire resulted in the rupture.